Manufacturer narrative:
(D10) concomitant devices: 03-cmb-lc-0004 - p/p+ locking clip - sz4. 03-pml-10-0004 - prim+ tib-l-20mm-sz4. 350-01-04 - talar implant sz 4 lt. 350-23-44 - vit e liner-l-sz 4-10mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the left side. Subsequently, the patient experienced pain on lower left extremity. Exam shows cr < 3 sec, distal sensation/motor function normal. Skin breakdown at contact point with cast over shin. Compartments soft. No other skin changes. Patient stable. Work up consistent with undifferentiated leg pain. Do not suspect dvt, compartment syndrome, or infection. As a result, approximately 7 days after initial replacement, the patient was administered medication. No further impact to the patient was reported. No other information is available.